Manufacturer narrative:
There has been a confusion at the hospital, the returned valve is not does not bear the serial number given by the user in his complaint. The serial number given in this report is th sn of the returned device and it was confirmed with the user that it is the device involved in the incident. Manufacturer narrative: the device was returned to our facility and tested following our quality control procedure. The visual and functional tests performed did not show any abnormalities. The valve meets its specifications and no issue that might explain the issue faced by the user could be detected.

Event description:
The surgeon reported that a spvb valve operating pressure could not be changed after implantation, resulting in hypodrainage.

Event description:
The surgeon reported that a spvb valve could not be changed after implantation, resulting in hypodrainage.